Event description:
It was reported that during use the foley catheter had two cases of self-removal occurred and the catheter broke. Per follow up information received via rcc on 25feb2026, stated that in one case, the device was still inside the body, confirmed that it was removed endoscopically at another hospital.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.